Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the two dental implants fractured (one in the body and the other in the neck) and that the angled tapered abutment has also fractured. The doctor confirmed that the procedure was concluded with other items.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10), one (1) unknown zimmer implant, two (2) unknown zimmer screws (x2), and one (1) 30 deg taper 3.5p 2mm-4mm (30at324) were returned for investigation. Visual evaluation of the as returned implants identified that the two implants fractured at collar area and show signs of use. Pre-existing condition noted on the per was low bone density (type iii). The reported devices were at tooth location 34 and 44 (universal) for approximately 7 months. Device history record (DHR) review was completed for the subject lot numbers (1227948 and 63740095). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant, fracture: screw, and fracture. Therefore, based on the available information, device malfunction did occur, and the reported events of implant fracture.

Event description:
No further event information is available at the time of this report.